Event description:
It was reported that the user experienced a scan error while attempting to connect an fsl3+ sensor to the ilet mobile app, with the app prompting to apply a new sensor and the sensor vibrating on scan, resulting in intermittent communication failure between the cgm and the ilet system and preventing pairing; the user continued to fingerstick and manually enter readings, and blood glucose was affected. Symptoms included hyperglycemia with blood glucose reported as high as 500 mg/dl while having issues connecting the sensor and using the ilet. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.